Event description:
The account alleged that the nurse call was not working. No pt impact.

Manufacturer narrative:
The technician troubleshoot the bed and found that the power control board assembly sidecom was damaged where it connects to the communication cable. The pins were smashed together. The technician replaced the power control board assembly the sidecom communication cable to resolve the issue.